Event description:
It was reported to philips that system needed a replacement power distribution unit, which can impact booting. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. The client has requested a component from a third party, and no assistance is being offered by the philips engineer. A request for a customer quote has been made by a third party, rather than involving any technical aspects. Philips does not offer technical support. Therefore, no activities have been conducted by philips. The codes were updated based on the investigation outcome.